Event description:
Event description boston scientific received information that this chronic ventricular implantable pace/sense lead exhibited a greater than 3000 ohms pacing impedance measurement and an increased pacing threshold measurement. A chest x-ray was scheduled. Additional information was received that a lead revision procedure was undertaken. Both this lead and the chronic shocking lead came apart in pieces during the explant procedure and pieces were left inside the patient. A new lead was successfully implanted. Another procedure was performed to remove a portion of the pace/sense lead that was in the patient's lung.